Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2013 and bs uphold was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a excision and repair of enterocele, bilateral sacrospinous ligament fixation, posterior colpoperineorrhaphy. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, and neuromuscular problems. It was reported that patient also underwent anterior repair and excision of previously placed mesh exposure on (B)(6) 2013 due to extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.